Manufacturer narrative:
J cardiovasc surg 2014;55:483-8 corresponding author: k. Stavroulakis, md, clinic for vascular surgery, (B)(6). Event date = date of publication implant date = date of publication gender = greater number of gender in population age = average age of population. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Thirty-seven (37) patients were involved in this study. Everflex self-expanding stent on entrust 5f catheter was used to treat the sfa to proximal popliteal, external iliac artery, hypogastric artery, bypass anastomosis and common femoral artery. All lesions were first treated by plain angioplasty. In case of flow-limiting dissection, residual stenosis or recoil, more than 50% stent implantation was performed. After stent deployment no stent compression or elongation >10%. One access site-related complication was observed. A pseudoaneurysm of the brachial artery with compression of the neurovascular bundle required an urgent surgical repair.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.